Event description:
It was reported from the patient¿s grandmother that the patient has had multiple adverse events that she believes are related to vns therapy. She stated that the adverse events first began after the device was implanted in 2015. She reported increase in heartbeat and chest pain (patient is non-verbal and it was stated that she grabs at her chest). It was also reported that the device was disabled about two months ago but the issues persisted. She has not seen the neurologist lately but she reported that the patient has been hospitalized multiple times due to the heartbeat problems. Per the primary care physician that the patient was seeing, there was no arrhythmia to detect or report. This physician does not believe that the patient's reported adverse events are related to vns therapy since they have persisted past the disablement two months prior. However, it's not clear if there was never an arrhythmia or just not one at that appointment. Follow-up was also made to the patient¿s neurologist. The patient had not been seen in the office since (B)(6) 2016 and at that time the device was programmed on except autostim was off. The patient has not been seen back since. Therefore the office has no comments currently on the reported issues. The sales rep then noted that while he was in the office, the np noted that the patient was currently at sacred heart hospital complaining of heart issues . The patient was seen later on (B)(6) 2017 by the neurologist¿s nurse. The vns settings were turned down. Attempts were made for more information but no additional relevant information has been received to date.